Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported inaccurate results from their teladoc health blood pressure monitor. They received a reading of 157/107 on their teladoc monitor and compared that to readings performed by the physicians manual device which resulted in 130/90. It was not confirmed if the patient received any medical treatment.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The patient reported inaccurate results from their teladoc health blood pressure monitor. They received a reading of 157/107 on their teladoc monitor and compared that to readings performed by the physicians manual device which resulted in 130/90. It was not confirmed if the patient received any medical treatment.